Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The rep reported that the patient fell down/slid off a truck. The patient has good paresthesia in the low back and leg. The patient wanted it in the upper back. The rep reported that based on the lead location, they weren't going to be able to capture the upper back. The rep played with programming, and almost all electrodes on the lead now ¿cause pain¿ rather than stimulation in the upper back. The rep was able to achieve good lower back and leg coverage without ¿pain.¿ the rep noted that impedances were normal. No further complications were reported.